Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted time of recommended replacement time (rrt) was (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.